Manufacturer narrative:
The reported complaint of high impedance was confirmed. The received lead was found with all its wires broken which would cause high impedances.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: 5651858.

Event description:
It was reported that system diagnostics recorded high impedances on one lead. Patient was receiving therapy with one lead; however, the physician opted to explant and replace both leads to address the issue. The investigation was unable to determine the lead that was associated with the issue.